Event description:
On (B)(6) 2025, a patient underwent a chronic catheter placement procedure using the central venous catheter. On (B)(6) 2025, catheter was repaired. Post the repair procedure on (B)(6) 2025 it was noted there was a tear in the catheter. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the broviac cv catheter, single-lumen, 4.2f that are cleared in the us. The pro code and 510 k number for the broviac cv catheter, single-lumen, 4.2f are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records was performed. The device has been returned to the manufacturer for evaluation. However, physical sample were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the broviac cv catheter, single-lumen, 4.2f that are cleared in the us. The pro code and 510 k number for the broviac cv catheter, single-lumen, 4.2f are identified in d2 and g4. Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one hickman s/l catheter was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. The complaint sample appeared to have residue throughout. A cap was noted on the luer. The edges of the complete circumferential break on the distal end of the catheter were noted to be uneven. The surface was noted to be glossy with striations throughout. The catheter was gently stretched, and abnormal elasticity was felt throughout. Upon infusion, ballooning was observed on the center portion of the clamping sleeve while water was exiting the distal end of the catheter. The distal end of the inner catheter was noted to have a complete compound break with jagged edges and a granular surface. The proximal end of the other inner catheter segment was noted to have a complete compound break with jagged edges. What appeared to be a c-shaped split, was noted on the side of the proximal end of the inner catheter. Therefore, the investigation is unconfirmed for the reported fracture, and the investigation is confirmed for reported material protrusion and identified stretched, material separation and burst issues. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B3, b5, g1, g3, h6 (device, method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a chronic catheter placement procedure using the central venous catheter. On (B)(6) 2025, catheter was repaired due to a small balloon formed in the thick part where the clip should be placed during flushing. Post the repair procedure on (B)(6) 2025 it was noted there was a tear in the catheter. There was no reported patient injury.